Event description:
It was reported that upon unpackaging, the nose cone of the acculink stent system was noted to be missing. The device was not used and another acculink was used to complete the stenting procedure. There was no patient involvement and no clinically significant delay. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned device confirmed that the tip had separated from the shaft, as reported, and was not returned. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.